Event description:
A report was received that the patient¿s ipg was unable to hold a charge. It was noted that there had been a generator malfunction. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was unable to hold a charge. It was noted that there had been a generator malfunction. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Date of event : 2013.